Manufacturer narrative:
The investigation for the pump not detected has been completed. The product was returned and evaluated. Upon inspection, no blood was found in the handle and no kinks were found in the catheter or patient cable. The pump passed electrical testing on all three motor phases and passed the laser continuity test for optical. No abnormalities were found with the wiring inside the red handle. A pump programmer device could not detect the pump being connected, and therefore could not download the electrically erasable programmable read-only memory (eeprom). The "impella defective" alarm reproduced in the lab when connected to an aic. Further investigation used an oscilloscope to read the signals between the pump and aic. Some electrical signals occurred during this test meaning that the console recognized that a pump was plugged in, but there was no communication with the eeprom. The field logs for the first aic used showed no abnormalities, and the field logs at the time of the "impella defective" alarm were not returned, so analysis could not be done. The root cause of the eeprom corruption was not determined. Added- d9 device return date.

Event description:
Us complainant reported the patient was on impella cp support and they were transferred to a different hospital. Upon automated impella controller (aic) transfer, a defective impella catheter alarm displayed. The aic was replaced with no improvement. The aic was restarted to no avail. Customer service stated that the pump was defective, and nothing can be done. The pump was then explanted. No patient harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.